Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec 20dp, texium & hanger v/nv tubing came apart below the drip chamber. The following information was provided by the initial reporter: "we have had multiple incidences in the past few weeks with the tubing coming apart below the drip chamber. In some instances we have had medications infusing and this is very concerning."

Event description:
It was reported that the sec 20dp, texium & hanger v/nv tubing came apart below the drip chamber. The following information was provided by the initial reporter: "we have had multiple incidences in the past few weeks with the tubing coming apart below the drip chamber. In some instances we have had medications infusing and this is very concerning."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-30 . H6: investigation summary the customer reported the tubing detached from the drip chamber during infusion, and returned one used sample of material #40000-07t. The sample was clearly separated at the drip chamber, and the complaint is verified. The sample was visually analyzed under the microscope and the root cause was determined to be insufficient solvent applied during the assembly process. No other failures were observed. A device history record review could not be performed on model 40000-07t because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.